Manufacturer narrative:
The customer's report of intermittent flow issues was not confirmed. The concomitant primary set that was in use at the time of the customer event was not received visual inspection of the set was done for obvious issues/damage such as kinked tubing, pin holes, tears, disengagements, cracks, fractures, contaminants, incorrect orientation, and component misassembly. No obvious issues were observed with the as-received samples. Functional testing was performed and no issues were observed. The root cause of the customer's report was not identified.

Event description:
It was reported that the hydrocortisone infusion was infusing intermittently via the infant patient's broviac central line located in the patients left femoral artery. There is no additional information available per the customer.

Manufacturer narrative:
Concomitant medical products: broviac central line;non-bd used microclave. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Additional patient information: race: w.

Event description:
It was reported that the hydrocortisone infusion was infusing intermittently via the infant patient's broviac central line located in the patients left femoral artery.